Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia and hypoglycemia. The patient's blood glucose (bg) levels reached a high of 435 mg/dl and a low of 53 mg/dl. The pod was worn longer than 48 hours on the abdomen. The patient was treated with fluids and manual insulin injection. The pod was discarded.